Event description:
A pixel issue on the pump display was reported, which made it difficult for the customer to read the number of units on the cartridge gauge. There was no reported impact on the customer's blood glucose level. Technical support arranged to replace the pump, as it was still under warranty. The customer planned to continue using the current pump as a backup and was instructed on how to put the pump into storage mode before returning it with a pre-paid label. The customer acknowledged and understood the instructions provided.